Event description:
End user's caregiver alleges while the end user was operating the motorized wheelchair outside in a field the unit appears to have become stuck in a bed of sawdust and gravel for an undetermined period of time. Allegedly, the end user was discovered in the motorized wheelchair, deceased.

Manufacturer narrative:
The motorized wheelchair is being sent back to the manufacturer for evaluation, however no malfunction is suspected. Hoveround will submit a subsequent medical device report upon completion of the evaluation.